Event description:
The reporter indicated that approximately two weeks ago, the system was implanted following extraction of telectronic leads. At the followup today, occasional atrial undersensing was observed. Following the non-sensed p-wave, a and v spikes were seen, with the atrial spike looking "unipolar (large)" and the ventricular spike looking "bipolar" on the rx5000 ECG. The patient reported pectoral muscle stimulation and severe distress when this occurred. Further event description is on page 3 of this form.